Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The analysis revealed 920 cells/mm3 leukocytes with 60% neutrophils and 40% lymphocytes. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, ip) and reflin (1gm, loading dose, ip). Dianeal therapy was ongoing as well as remedial therapy with fortum. It was unknown whether the peritonitis resolved. The nurse believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The patients discard the samples after each therapy, therefore no sample was returned for evaluation. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.